Event description:
It was reported that the customer changed their infusion set and woke up in the morning with blood glucose readings of 308 mg/dl. It was noted that an hour and a hour later the blood glucose readings were 570 mg/dl and treated with an injection. Customer mentioned feeling weak and sleepy. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.